Event description:
Customer reportedly obtained results of 211mg/dl and 74mg/dl on the advantage system within 10 minutes. Customer also obtained results of 74mg/dl and 212mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.